Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It customer alleged that a test result he received, at 7:30am, of 17.9 mmol/l was erroneously high and as a result the 18 units of insulin he administered was too much. He became disoriented and around 10:30am paramedics were called and provided him with liquid sugar. After treatment his blood glucose level was 1.9 mmol/l on the paramedics' meter. He was taken to the hospital where his blood glucose level was tested at 4.2 mmol/l on the hospital's meter. He did not receive additional treatment at the hospital. Return of suspect device was requested and replacement was sent.